Event description:
Since, the left common iliac artery was occluded at the native bifurcation, the dr decided to try to use a guidant aui device. However, they were unable to advance a 20 fr sheath on the right side. The dr decided to make an aui device out of the excluder bifurcated endoprosthesis. The trunk-ipsilateral device was deployed and when it was advanced through the sheath, the contra-lateral side rotated completely 180 degrees, so now the long marker was on the right side. The device landed at the lowest renal and was ballooned. A 23 mm aortic extender was placed 1/2 way into the aortic bifurcation and deployed. Then a 28.5 mm aortic extender was positioned 1/2 way into the 23 mm device and deployed. An angiogram was performed and contrast was seen down the contra-lateral leg and the trunk portion had migrated 1 cm. A 26 mm aortic extender was then placed between the 23 mm and the 28 mm device. Another angiogram showed contrast still down the contra-lateral leg. Another 28.5 mm extender was placed at the proximal neck, where the device had moved down during the various manipulations, as the doctors thought this might be the source for the leak. Following deployment of this device, flow was still seen down the contra-lateral side. It was thought that this leak was coming from the junction of the 23 mm aortic extender at the bifurcation. An iliac extender was placed inside the 23 mm aortic extender. The apposition of the iliac extender relative to the vessels appeared as if there was a very good seal, however, there was still a slight leak in the contra-lateral leg. The physician decided that this could be a type ii endoleak filling the contra-lateral leg stump and nothing else could be done to fix the leak.